Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 36 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2018 for dizziness and near syncope. The event was indicative of gastrointestinal bleeding (gi). The patient had low hemoglobin and hematocrit levels and received one unit of blood shortly after admission. No bleeding sources was determined at the time. The patient underwent further workup and testing to determine the source and required an additional two units of packed red blood cells (prbcs). Endoscopy was performed during this hospitalization which revealed no active bleeding. This endoscopy revealed some slight oozing at the mid-jejunum and a small non-bleeding arteriovenous malformation. The patient was discharged and underwent double-balloon enteroscopy on (B)(6) 2018. No bleeding was found during this double-balloon enteroscopy, however, a small polyp was removed. Due to the suspected gi bleed, aspirin was discontinued in (B)(6) 2018; however, the patient remains on warfarin due to lvad. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.